Event description:
Caller alleged discrepant results with inratio versus lab. Patient had an inratio of 1.9 and a lab of 6.6. Caller used a drop from the venous drawn blood for the inratio.

Manufacturer narrative:
Caller claims discrepant results of 1.9 (meter) and 6.6 (lab); these results were not evaluated for accuracy due to sampling error, because caller used venous draw for the meter test versus fingerstick blood. Only fresh (not anticoagulated) capillary blood can be used for testing with the inratio meter. No further root cause analysis required. The results are not considered discrepant for incorrect sample applied. Proper testing technique training was provided to caller. Further action is not required at this time. No corrective action is required, as no product deficiency was established.